Manufacturer narrative:
Inogen has initiated an investigation to assess the cause of the device malfunction.

Event description:
On january 3rd, 2024 inogen contacted the number on file regarding the return of the device in question. The contact associated with the phone number advised that the patient had passed away and they believe that the inogen poc contributed to the passing of the patient. They have also advised that the device was picked up on 12/25/23 and will try to provide the tracking information.